Event description:
It was reported that the patient had expired. The device was returned because the physician liked to return all devices, even if no issue. It was later reported that the patient developed a fever due to an infection (location unspecified); later his lungs filled with fluid causing suffocation. It was indicated that the cause of death was not related to the patient's device. Per the reporter, the device delivered baclofen.

Manufacturer narrative:
Catheter model # 8731 lot # n002088826 implanted on: (B)(6) 2005 explanted on: (B)(6) 2012. (B)(4). Pump analysis revealed no anomaly found. Analysis of the partial catheter revealed acceptable catheter testing.

Manufacturer narrative:
(B)(4).